Event description:
It was reported that a kink occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The procedure was successfully completed. After the device was removed from the patient, a kink was noted to the sheath. No patient complications were reported.